Event description:
Litigation alleges that the patient experienced extreme pain and disfigurement on account of his asr hip implant. Litigation further alleges that the patient experienced metal poisoning and metallosis from the metal debris of his asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-00555. This report, 1818910-2012-29416, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-00555.